Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 3.8 and blood glucose was 7 mmol/l. Sensor would be replaced.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed testing. The sensor passed per specification with accurate readings.